Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found haptic torn/broken. Dimensional and functional inspection found the lens to be within specifications. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo 12.6, -8.0 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was replaced with a longer length, different diopter lens due to refractive surprise and low vault. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
B5- the reporter indicated that a 12.6mm, vicmo 12.6, -8.0 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was replaced with a longer length, different diopter lens due to refractive surprise and low vault. The problem was resolved. Cause of the event is reported as unknown.